Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 that there was a failed trochanteric fixation nail-advanced (tfna) procedure because of "cut through". No further information provided. This report is for (1) tfna fenestrated helical blade 90mm sterile. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 04.038.390s, lot 71p4065: manufacturing location: elmira / packaged, sterilized and released by: monument. Manufacturing date: september 25, 2020. Expiration date: september 01, 2030. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: a photo investigation was completed: the device was not returned. A photo-investigation was performed on the provided images. The x-ray images of the implanted devices in the femur were reviewed. The tfna nail in the image looks to be implanted correctly, not displaced and seems to be the correct size. No defect could be observed; hence this complaint is not confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection were not completed. Based on the date of the manufacturing of the device, the current and manufactured drawing was reviewed; no discrepancies or issues were identified. The complaint condition was not confirmed during photo investigation. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.